Event description:
A customer contacted global technical service (gts) regarding a supply bag that was not filling the heater bag that occurred on the homechoice (hc) during dwell 2 of 4 while the home patient (hp) was connected. The caller had replaced one of the bags with a new one. The technical service representative (tsr) helped the caller end therapy and told the caller to call the registered nurse (rn) regarding the missed therapy and the hp being connected while the caller disconnected and reconnected a new bag. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.